Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low battery alert and high readings from the insulin pump. The customer's blood glucose reading was unknown during time of call. Last night, the customer's blood glucose was 400 mg/dl due to no delivery. The customer stated that the battery did not last more than 1 week. The customer was advised to troubleshoot and call back. The insulin pump will not be returned for analysis.